Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report # 1627487-2014-01116. It was reported surgical intervention was undertaken and the entire scs system explanted due to infection. Follow up identified infection was discovered at both the ipg and lead sites; however there was a significant amount of pus at the ipg site. The patient is diabetic and morbidly obese. A referral was made to an infectious disease physician. I.v. Antibiotic intervention will continue until the issue is resolved.